Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08715 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's current blood glucose reading was 424 mg/dl. The customer treated for their high blood glucose with insulin pump and manual injection. The customer stated that insulin pump was under delivering insulin. Customer using the insulin pump system within 48 hours of reported high blood glucose event. Customer using auto mode feature active at the time of event. The insulin pump will be and reservoir will not be returned for analysis. .